Event description:
Caller reported that the t:slim x2 pump battery would not charge, even after attempting various troubleshooting steps such as using different wall adapters and charging cables. There was no reported adverse impact. Customer reverted to an alternate method of insulin delivery.